Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ins was shocking her so patient let battery go out and the shocking stopped but now she needs to have it work again or have surgery to replace or what needs to be done. Pt states could have been longer than 3 years the shocking started however date is unknown for this. Pt states she was directed by hcpt to call the rep to be at the appt. Pt sees (B)(6) is the hcp who patient is now seeing. Pss directed to hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.